Event description:
In 1988, the cryopreserved pulmonary valve and conduit was implanted into a patient. At that time, the patient's history was significant for complete tetralogy of fallot repair, muscle resection, patch vsd, close asd, and transannular rvot patch. In 2002, it was reported that the patient underwent explantation of the pulmonary valve in question in 1994 (approximately 6 year post-op) due to structural deterioration, regurgitation, and stenosis. The valve was replaced with another cryopreserved pulmonary valve and conduit.